Event description:
It was reported that the patient's blood glucose level rose to 315 mg/dl while wearing the pod for between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. The patient also reported redness and swelling on the skin. As treatment, a new pod was placed.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The received device had the cannula assembly fully deployed. Inspection of the formed needle under magnification found no damaged or manufacturing defects. The cause of the reported skin condition irritation and swelling complaint could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.